Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a lateral perineum incision repair on (B)(6) 2012 and suture was used. While using intracutaneous continuous sewing the needle pulled off the suture. Two xrays were performed to locate the needle. The needle was found at the greater lip of the pudendum. The surgeon reopened the incision to retrieve the needle. Additional information has been requested.